Event description:
The customer reported that this valve was explanted after an 8 month implant duration. During a follow-up examination, echocardiography revealed a mitral valve disturbance. At explant, the customer reported that the valve holder was still attached to the sewing ring of the valve. The valve was implanted during a minimally invasive procedure. The valve was explanted at the hosp. The customer reported that color of the valve holder made it difficult to distinguish from the surrounding tissue and the valve holder was difficult to visualize in the small field of the minimally invasive approach. No further info provided.

Manufacturer narrative:
Device not returned.